Event description:
The abbott representative¿s index finger on her left hand was cut on the alinity hq processing module. A tetanus shot was administered as a precaution. Ppe was in place at time of the incident including gloves. Hepatitis vaccine to be administered on (B)(6) 2024 no further impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service engineer (fse) received a cut while adjusting the tubing position on the alinity hq processing module. The fse was wearing gloves when the injury occurred. An evaluation was performed, and a deficiency of the likely cause was not identified. Evaluation of the issue included a review of the complaint text, a search for similar complaints, device history review, and a labeling review. No trends were identified for this issue. Device history review did not identify any issues that may have caused this issue. Labeling was reviewed and found to adequately address the safety hazards and safety awareness for existing hazards. No product deficiency was identified.

Event description:
The abbott representative¿s index finger on her left hand was cut on the alinity hq processing module. A tetanus shot was administered as a precaution. Ppe was in place at time of the incident including gloves. Hepatitis vaccine to be administered on (B)(6) 2024 no further impact to patient management was reported.